Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. It was reported the same day as event onset, the patient was hospitalized for the event and began treatment with intravenous vancomycin for 25 days. Four days after event onset, the patient began treatment with oral bactrim for 21 days. The patient was recovering from the peritonitis event and was discharged four days after hospital admission. Pd therapy was ongoing. No additional information is available.